Event description:
It is reported that the device was implanted in 2005. Post-op, the poly slid out of metal piece. Revision surgery occurred in 2007.

Manufacturer narrative:
Evaluation summary: per design, the metal support post is pushed in and has press fit with poly. It is not known why poly was revised. Cause cannot be definitively determined. Evaluation: no product or x-rays were returned for review. Device history records indicate correct screw and support post were packaged with articular surface. The device history records also indicate that the screw and support post were manufactured to specification.